Event description:
The facility reports the care aide approached the unloaded sara and began pushing from the wrong end and tripped on the foot platform with the care aide's left foot. The sara toppled over and the operator fell to the floor on top of the sara hoist. Operator suffered injuries to both shins and a swollen elbow and arm.